Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, three heartstring seals did not load properly. The seals stayed inside the loading device when staff removed the delivery device. A replacement device was used to complete the procedure. No pt complications were reported by the hosp. This report is for the first seal.

Manufacturer narrative:
Investigation results: the visual inspection showed that the non-folded seal remained inside the loader device and the delivery device was not attached to the loader device. The reported failure was confirmed. A lot history record review cannot be performed because the lot number was not provided by the hosp.